Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a critical care nurse reported in the online survey that the male purewick did not function while sitting. It leaks 100% of the time. Also, there was not enough suction power coming from the main power supply unit. Patient used it in the hospital, and it eliminated bladder retention. The suction use in the wall at most hospitals was much more powerful than the suction that came with the personal at home device. This was not disclosed on the purewick website and drastically changed the user experience. As of right now, it had been a giant waste of money and a very unpleasant user experience. Given the lack of suction and the difficulty of adhesion on the groin pads urinary containment system, this product was about 50% effective when laying down. There was great potential for this product, but some changes need to be made.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. Since it was given as z code (unknown purewick capital), the fmea of both drydoc 1.0 and 2.0 is considered. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the critical care nurse reported in the online survey that the male purewick did not function while sitting. It leaks 100% of the time. Also, there was not enough suction power coming from the main power supply unit. Patient used it in the hospital, and it eliminated bladder retention. The suction use in the wall at most hospitals was much more powerful than the suction that came with the personal at home device. This was not disclosed on the purewick website and drastically changed the user experience. As of right now, it had been a giant waste of money and a very unpleasant user experience. Given the lack of suction and the difficulty of adhesion on the groin pads urinary containment system, this product was about 50% effective when laying down. There was great potential for this product, but some changes need to be made.